Event description:
The doctor complained to the distributor that he was using company¿s known dressing for at least eight years. He mentioned that in the last three months of treating a patient at known hospital, he and his colleagues had found that company¿s known dressing, no longer had the hemostatic quality which it earlier had. Their patient had bad soakage of their dressings overnight in spite of heavy padding dressing over the company¿s known dressing. The duration of use was average of 12 hours, less than 24 hours. The wound was donor area, and the patient was not on anticoagulants. No photo is available at this time.

Manufacturer narrative:
E1: (B)(6). It was also reported that there were twelve patients involved. Hence, separate reports are being submitted for the other patients involved. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.